Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate. Five x-rays received on (B)(6) 2013. Part returned on (B)(6) 2013. Mfg date: 1-feb-2012.

Event description:
This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) has been requested.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, on an unknown date, the nail broke. No further information is available at this time. This is 2 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis the hip pin had no effect on the nail fracture. Part is intact, no indication that it has contributed to the complained event. No investigation needed.